Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etcf2525c49ej, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that a type ia endoleak was observed on a follow up visit approximately 2 years post the index procedure. As the aneurysm was enlarging, the physician elected to implant an endurant cuff. There was still some endoleak observed after cuff implantation and a non mdt stent was further implanted to resolve the endoleak. As per the physician, the cause of the event was due to tortuosity of the patients anatomy. No additional clinical sequelae were reported and the patient is fine.